Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured on calcified calcium. Therefore, the product was unavailable and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. Button #1 was the only button pressed. The sealant was deployed on the distal tip. The device was prepared and used in accordance with the instruction for use (IFU). The device was used in a percutaneous transluminal angioplasty (pta) using an antegrade approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. There was little vessel tortuosity. The device was stored per the IFU. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was fully depressed with the clock symbol visible in the tension indicator, and button 2 was not depressed. The syringe was received connected to the device. Furthermore, an unknown procedural sheath was locked on the device. No damages were noted on it, and residues of dry blood were noted in the procedural sheath. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was not received for evaluation, and no damages were observed to the sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a balloon leak in the balloon of the returned device. Then, button 2 was depressed completely and locked into place with the balloon fully deflating and retracting into the tamp tube without issue. Per microscopic analysis, a micro tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (the balloon reportedly ruptured on the calcium) most likely contributed to the reported event since a calcified vessel can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was ruptured on calcified calcium. Therefore, the product was unavailable and manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. Button #1 was the only button pressed. The sealant was deployed on the distal tip. The device was prepared and used in accordance with the instruction for use (IFU). The device was used in a percutaneous transluminal angioplasty using an antegrade approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. The device was stored per the instructions for use (IFU). The device is being returned for evaluation.